Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump, the associated outflow graft, and two controllers were not returned for evaluation. Log file analysis associated with (B)(6) revealed a sustained decrease in power consumption and estimated flows starting on (B)(6) 2021 to parameters below the normal operating range and 163 low flow alarms recorded since (B)(6) 2021. Log file analysis associated with (B)(6) revealed a successful motor start event on (B)(6) 2021 at 15:34:36, which corresponds with the reported controller exchange, and 33 low flow alarms recorded since (B)(6) 2021. As a result, the reported low flow and "low power" event was confirmed. The reported outflow graft kink and controller flow estimation issue could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient experienced low flows, left ventricular dysfunction, and was admitted for multiple interventions including right heart catherization with normal cardiac indices. The patient had persistent low flows and was taken to the operating room for a pump exchange where a kink in the outflow graft was identified. Of note, it was reported by the site that the outflow graft kink was resolved after which the power and flow returned to normal operating range. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow and "low power" event may be attributed, but not limited to kinking of the outflow graft. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 d4: serial or lot#: 2002670556 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low flows persisted, so the patient was taken to the operating room (or) for a pump exchange, however, while in surgery, the surgeon noticed an outflow graft (ofg) kink. The surgeon was able to unkink the ofg and the flows and power returned to normal, so the pump exchange was canceled. The cause of the kink was unable to be determined.

Manufacturer narrative:
A supplemental report is being submitted due to additional information in regards to the patient interventions. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125/ expiration date: 28-feb-2021 / (B)(6) UDI #:(B)(4) d9: no h4: mfg date: 28-feb-2019 h5: yes h6: patient ime code(s): e0611 h6: imf code(s): f1203, f1901, f08 h6: FDA device code(s): a040601 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 19-nov-2019. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 18-jun-2019. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had below normal power with persistent low flow alarms. The patient was admitted and had multiple intervention including right heart catherization with normal cardiac indices. The patient also has an aortic valve that slightly opens with every beat in a setting of marked left ventricle (lv) dysfunction which was deemed unlikely to be able to mount an output of 4l per minute and it was suspected that both of the controller's vad flow sensors were malfunctioning. The vad remains in use and the first controller was exchanged for the second controller which remains in use. No further patient complications have been reported as a result of this event.